Event description:
It was reported the pt experienced a shocking sensation specifically when riding in a car going over a bump. It was also reported the pt's device was not charging. At the time of the report, it had been a month since the stimulator was last turned on. Additional info has been requested but was not available on the date of this report.